Event description:
It was reported that during a heavily calcified, concentric, 90% stenosed, mildly tortuous, mid, right coronary artery stenting procedure, without pre-dilatation, a xience v 3.0 x 28 mm stent delivery system (sds) was advanced without difficulty and with the first inflation at 14 atmospheres, the balloon ruptured. The xience v 3.0 x 28 mm sds was removed without resistance. The xience stent was not fully apposed to the vessel wall; therefore, a non-abbott balloon was used to post-dilate the stent to fully appose to the vessel wall successfully and complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU), xience v japan, states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. Based on the information reviewed, there is no indication of a product deficiency.